Manufacturer narrative:
Additional manufacturer narrative/corrected data. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that on (B)(6) 2016 a patient underwent the placement of a gore hybrid vascular graft for av hemodialysis access. The graft was placed in the left arm in a loop configuration. On (B)(6) 2016 the patient underwent a revision to the circuit due to thrombosis in the arterial and venous anastomosis sites, within the graft, and at the venous outflow. Pta ballooning, thrombectomy and implantation of an additional stent graft was performed.